Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning in anatomy and difficult imaging were due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and flail posterior leaflet for a mitraclip procedure. During the procedure, imaging was difficult. Anterior leaflet was attached to grippers after first grasping attempt. Standard troubleshooting was performed without success. The clip was deployed on both the leaflets successfully. Posterior leaflet was lifted due to primary pathology. Additional clip was deployed for stabilization of first clip. The mr was reduced to grade <1 post procedure. After 30 minutes of completion of procedure, pericardial effusion was noted. Per the physician, mitraclip or sgc did not contribute to effusion. Patient was referred to intensive care unit(ICU) for observation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.